Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss). As a result, the cardiac resynchronization therapy pacemaker (crt-p) device automatically switched the rv lead from the bipolar to the unipolar configuration. Boston scientific technical services (ts) noted that the lead trends look very stable and there are no issues observed in the unipolar configuration on the presenting electrogram. Ts provided possible causes of the high out of range pace impedance measurement and recommended to the boston scientific representative to bring the patient into the clinic for testing to try to confirm the cause. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information indicates the rv lead is exhibiting evidence of a fracture. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms which triggered a lead safety switch (lss). As a result, the cardiac resynchronization therapy pacemaker (crt-p) device automatically switched the rv lead from the bipolar to the unipolar configuration. Boston scientific technical services (ts) noted that the lead trends look very stable and there are no issues observed in the unipolar configuration on the presenting electrogram. Ts provided possible causes of the high out of range pace impedance measurement and recommended to the boston scientific representative to bring the patient into the clinic for testing to try to confirm the cause. The lead remains in-service. No patient symptoms or adverse patient effects were reported.